Event description:
A report was received stating that the tracheostomy tube was intubated in the patient's trachea surgically. After 3 days usage, the patient's trachea was found to be ruptured. The rupture required surgical intervention to repair. The report did not indicate that a device failure caused or contributed to the event. No further adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.